Event description:
Stem broken at trunnion/neck junction.

Event description:
Stem broken at trunnion/neck junction.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report.

Manufacturer narrative:
The event was confirmed. The mar concluded that the neck region of the exeter stem broke in fatigue with the final fracture occurring from an overload condition in a ductile manner. No material or manufacturing defects were observed on the fracture surface examined. The medical records (x-rays) were reviewed by the clinical consultant and he concluded that the definitive root cause of this issue is unknown, there was no information received on any patient related factors, however, there is indication that device positioning was a contributing factor in this event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot for this issue. The exact cause of the event could not be determined however based on the information received, the root cause of this event is possibly procedure-related with an unknown further contribution of patient-related factors.